Manufacturer narrative:
(B)(4). A batch review will be performed. The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number gm1310020 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned to baxter and the evaluation is complete. A visual inspection was performed and the sponge was found to be outside of the minicap but still incased in the foil pouch. The reported problem was confirmed through a sample evaluation but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge came out of the minicap. This occurred before use. There was no patient involvement. No additional information is available.